Event description:
It was reported the neurosurgeon thought the tip of the lead was ¿deviating and did not want to implant it¿ at the time of the implant procedure. It was stated the lead was never implanted and was replaced. It was noted the lead would be returned to the manufacturer. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: analysis of the extension found ¿the body of the extension was not straight near the molded rubber transition area.¿ it was noted ¿the extension could not be made to lay straight¿ in that location.